Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
Doctor reported via phone call high blood glucose and hospitalization. Customer's blood glucose level was 489 mg/dl. Troubleshooting for high blood glucose was performed. Customer did not remember to bolus for a snack and when they bloused for dinner their blood glucose was very high. Customer delivered a bolus three times but their blood glucose would not go down. Customer went to the emergency room as a result of high blood glucose levels. Customer advised they had a bent cannula and felt very sick.